Manufacturer narrative:
Background: based on the received complaint description stating that two similar events happened on two different anesthesia workstations at the same day, an additional complaint was created and was issued referens number (B)(4). This complaint was reported separate corresponding to mfg report number(B)(4). Investigation of returned parts: four co2 absorbers were returned for investigation but we have not been made aware to which one of the two events the co2 absorbers belong to. The performed investigation concluded that two of the returned absorbers had no damages and were found to be working as intended. One of the absorbers had a leakage at the bottom joint which added a small leakage during system check out (sco) but was still well inside the allowed limit. This leakage did not affect the ventilation. One of the absorbers was damaged at the bottom and a large piece of plastic was missing creating a large leakage leading to failure of multiple sub tests during sco. We have not been able to determine the cause of the damages and the leaking bottom joint. There are no reports of the package having been damaged during transportation.

Event description:
Manufacturer´s ref # : 219486.

Event description:
It was reported that while on a patient, a leakage from the co2 absorber of the anesthesia workstation was detected. There was no patient harm. Manufacturer's ref #: (B)(4).